Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient detail was not showing up in pyxis machine to pull medications, but it was showing as admitted in the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient detail was not showing up in pyxis machine to pull medications, but it was showing as admitted in the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the patient did not appear on the station. A technical support specialist (tss) dialed into the server and logged into the patient encounter system to search for the reported patient. The patient was verified as admitted under the correct unit with the area assigned as msp, and all information appeared correct. The tss searched for the patient¿s visit ID on the station, but no results were displayed, and the patient could not be found using the facility search. The tss rebooted the station after noticing it had not been rebooted for some time. The tss advised performing a data synchronization procedure to resolve the issue. There was no further response from the customer, so the tss closed the case.